Event description:
The customer reported that there was insulin passed where the plunger would go in the reservoir, indicating a leak. She noticed this while filling a new reservoir, which, the customer stated, was used. The customer's blood glucose was 185 mg/dl. The customer stated that there was no visible moisture in the reservoir compartment or under the lcd screen, but it smelled of insulin. The customer found what looked like an air bubble trapped in the plastic at the open end of the reservoir, but no cracks. Nothing further was reported.

Manufacturer narrative:
Evaluated one opened/used reservoir and checked o-rings/stopper groove for anomalies none were found. Ran basal, bolus, and leaking test as follow: the reservoir filled with diluent and connected to a new infusion set. Installed the reservoir and the connector into an insulin pump. Conclusion: the reservoir did not leak and no air bubbles noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).